Event description:
During defibrillation, two sets of r2 electrodes did not function properly. Another product was used successfully. There was no adverse outcome to the patient. Ballard has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant to federal regulations.